Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck measured 28mm in diameter at the renal arteries, 28mm in the length of the proximal neck, and 45 degree of angulation. It was noted that there was moderate vessel tortuosity. It was reported that a follow-up CT and ultrasound revealed that there is aneurysm sac expansion. It appears to be a type ia endoleak due to disease progression and angulation of the aortic neck. The physician decided to implant an endurant aui to extend the top of the device and the proximal type ia endoleak resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).